Event description:
The customer reported communication problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced leaking capacitors on the sbc. System operates as intended. (B)(4).